Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01704. (B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition as stable angina. Subsequently, the index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) with 90% stenosis and was 20mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 24mm study stent and the residual stenosis was 0%. The target lesion #2 was located in the distal rca with 75% stenosis and was 22mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with pre-dilatation and placement of 2.25 x 24mm study stents and residual stenosis was 0%. Three days after, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2017, patient came in for the 12 month follow-up. Subsequently, coronary angiography was performed on the same day. In consideration of the age of the patient, percutaneous coronary intervention (pci) was planned to treat the new lesion in the rca. Sixteen days after, the patient was hospitalized and on the following day, the 75% stenosis in the mid rca was treated by pci. A 2.5 x 12 emerge balloon catheter was attempted to be placed in the mid rca, however it hit the proximal curved part and could not pass through it. Plain old balloon angioplasty (poba) was performed with 1.2 x 12 threader micro-dilatation catheter and 2.0 x 12 emerge balloon catheter with increased balloon size. Anchoring technique was employed and poba with 2.5 x 12 nc emerge was performed. A 3.0 x 38mm synergy stent was then placed which was overlapped with the previous stents present in proximal and distal rca. Partial narrowing was seen at the previous stent placed in distal rca. However, no intervention was performed for this, as device passage difficulty was suspected at this part. Post dilatation, residual stenosis was 12.1%. Post-procedure, no complications were seen. Two days after, the patient was discharged on aspirin and clopidogrel.